Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. Initially the customer called requesting assistance with his basal settings. The customer was confused having two basal rates. The customer stated that the basal starts at midnight and he adjusted the setting to 0 units. The caller stated that he will adjust them back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.